Event description:
Device 1 of 3. Reference MFR. Report #s 1627487-2010-03347 and 1627487-2010-03348. On (B)(6) 2010, the patient was implanted with two percutaneous leads in the occipital area for chronic headaches. It was reported that the implanting physicians made several unsuccessful attempts to tunnel from the ipg pocket up to the neck. Blood and tissue were observed on the first tunnelling tool utilized. As a result, the tunnelling tools from the two lead kits were utilized to path up the patient's back (across the lungs) and form the patient's mid-back area to the neck. Following the procedure, it was discovered that the patient was admitted to ICU for a punctured lung. She reportedly had a small pneumothorax. Follow-up on the patient found that she is recovering well and is currently receiving effective stimulation. All of the associated tunneling devices were discarded.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.